Manufacturer narrative:
The reported event of device in backup mode was confirmed. The event of failure to interrogate was not confirmed. The pacemaker was returned for analysis. The device had no output signal and battery at end of service (eos) level upon receipt. Device image could not be saved due to low battery voltage. The device code was re-loaded successfully, after replacing the battery, and electrical analysis performed at nominal conditions indicated normal functionality without any interrogation issue. Further analysis of output signal found normal pacing parameters. Backup operation could not be reproduced, and the cause of backup mode could not be determined. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found via longevity assessment that the device did not meet longevity, indicating premature depletion. Drain current measurements were performed after cutting open the device and replacing the battery indicated current levels were within normal range. Additionally, the device was monitored for several days with load and voltage and current measured were normal. The original battery was analyzed by the manufacturer and results were normal. Despite extensive testing the cause of premature battery depletion could not be determined.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon review, the pacemaker was found in backup vvi mode. The device could not be interrogated. The pacemaker was explanted and replaced. The patient's condition was stable throughout.